Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated they had a bad set of reservoirs and wanted to replace the set for new ones. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer. No further information was provided.

Manufacturer narrative:
Reliability analysis reports that the customer received wrong size of reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.